Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance during routine follow-up. It was noted that the pacing and sensing functions were unimpacted with adequate sensing and pace impedances within normal limits. Review of stored data found shock impedances had been greater than 200 ohms for several months and tones were active but went unnoticed by the patient due to impaired hearing. There were no documented episodes of ventricular arrhythmia since out-of-range shock impedances first occurred. The physician elected to program the tachycardia therapy setting to monitor only. No adverse patient effects were reported. This system remains in service.